Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimulator turned off twice. The first occurrence was on (B)(6) and the second happened on su nday. The patient is currently hospitalized. A check was performed with the patient controller. It was reported that patient had not operated the device immediately prior to noticing it was off. In response to the physician's inquiry, it was explained that electro magnetic interference and accidental operation of the mystim controller are possible causes. Agent also informed physician that by checking the usage status of the stimulator, it is possible to get some idea of when device was turned on or off. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the reason for hospitalization was for a parameter adjustment and not due to a malfunction. No specific relationship between the hospitalization and the device was identified. It is unknown whether there was a relationship; however, the event occurred after connection with the programmer for stimulation adjustment. It was considered that the connection to the implantable neurostimulator (ins) may have been disconnected without proper termination after programmer operation.